Manufacturer narrative:
An event of obstruction was reported. Based on information from field, mild flow acceleration was noted in the descending aorta at 2.6msc. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. Abbott requested for additional information which was not provided by the filed. Based on the information received, the cause of the reported incident could not be conclusively determined. As per instructions for use, procedure: caution: whenever possible, do not deliver the device in small infants (=2 kg) using the retrograde approach since small infants are at an increased risk for arterial injury which may have cause the reported event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 4-2mm amplatzer piccolo occluder was implanted in a 800kg patient. There was no report of any adverse complications during procedure. It was later reported on (B)(6) 2023, mild flow acceleration was noted in the descending aorta at 2.6msc. The patient status was reported as stable in the nicu.